Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized on (B)(6) 2021 due to high blood glucose. Customer blood glucose was 37 mmol/l. Customer was treated with insulin pen for high blood glucose. The results of test ketones was 8.6. Customer was admitted for 2 days. Customer alleged that the insulin pump was under delivering of insulin due to insulin pump did not deliver any or too little insulin. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.